Event description:
It was reported that the wake button is extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was not connected to power, followed instructions to press power button with finger while supporting pump, removed pump from case as advised, and after issue persisted, technical support arranged pump replacement; no additional information was received regarding the outcome of the event.